Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspectiona revealed the imaging window and drive cable were twisted and an imaging core windup with broken drive shaft began 153.4 cm from the distal end of the connector shaft. An electrical open distal end of the catheter, between 0-10 cm from the distal housing. Media returned by the customer was inspected and showed the device hub, but it did not present any evidence of the reported issue. Based on the evidence, the as reported code of image lost is confirmed. The imaging core windup with broken driveshaft, the imaging window and drive cable twist, and the open distal could have contributed to the event.

Event description:
Reportable based on device analysis completed on 12 jun 2024: it was reported that visualization issues occurred. The 90% stenosed target lesion, measuring 38 mm in length with a vessel diameter of 3.0 mm, was located in the left anterior descending artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter failed to display the image. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window and drive cable were twisted.